Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot#/serial# (B)(6), implanted: (B)(6) 2012, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the patient (pt) did experience urinary retention prior to the device. Hcp noted that the retention has not worsened as a result of the device or therapy. Pt did state that the device was not working. Hcp confirmed the catheterization was the pt's 'standard of care' prior to the device. Hcp noted the pt was no longer using the device and will return it if needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (unknown serial/lot); product type: 0200-lead; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient is having their battery removed, "switching systems and adding wires". Caller states he believes they are leaving the leads. He is not sure when this started. Ts reviewed how to turn off the device.